Event description:
A patient with abdominal and iliac aneurysm underwent evar in 2009. The proximal neck had a severe angle. The procedure was conducted as labeled. The physician pulled out as tiff wire guide (unknown which specific wire guide was used) from the ipsilateral and contralateral and then he performed final angiogram. While the physician sewed an insertion opening of a zenith aaa, he found a beat around the abdomen. The physician performed the angiogram again and he found that the main body had migrated, causing the contralateral limb to migrate into the aneurysm. The physician then placed another iliac leg graft from the contralateral leg graft inside the aneurysm to the left common iliac artery. One additional iliac leg graft was not enough and caused a type I endoleak so he placed another iliac leg graft to resolve the endoleak. The angle of the proximal neck grew strongly and the physician considered the proximal neck would return to its proper form so, he did not perform any additional procedure for migration. Three days later, the physician found retrograde aortic dissection from the lower right renal artery to the descending aorta. Thrombus had formed in the descending aorta so, the physician did not perform any procedure to repair this. Three days prior to original date, the physician found a pseudoaneurysm from the retrograde aortic dissection of the left common iliac artery. The blood flowed from the left internal iliac artery to the right internal iliac artery, which had been coil embolized, via the pseudoaneurysm. The physician embolized the left internal iliac artery by a coil and placed an iliac leg graft at the left internal iliac artery to stop the blood flow into the right internal iliac artery.

Manufacturer narrative:
Event evaluation: still under investigation.